Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image). There was water inside the battery connectors and on the inside of the lcd window. Unable to perform the displacement test due to the critical pump error. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.